Manufacturer narrative:
Other text: b5: additional information was received by smiths medical and attached on 29-oct-2021: there was no patient's involvement and the event happened during bench test. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Pump was found to be displaying "cassette not attached properly. "Reattach cassette" alarm message issue during the investigation. Found fluid ingression on pump by the chassis base of the occlusion sensors and bubble downstream occlusion sensor seal cover. Downstream occlusion sensor and upstream occlusion sensor were replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical cadd solis pump alarmed "cassette not attached." No patient harm has been reported at this time.